Event description:
The customer reported that the system would shut down without user input. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The surge suppressor board and the intelligent shutdown board were replaced. The system was tested and operates as intended.